Event description:
It was reported that the ilet pump did not appear to charge when placed on the charging pad, as indicated by the green light not remaining solid; the user was instructed to try a different outlet, after which a steady green light was achieved and the pump displayed successful charging. Symptoms included no change in blood glucose. Outcomes included no clinical impact and no need for medical intervention. Investigation included technical troubleshooting and user education via phone. Investigation of this case revealed normal device function after power source change and proper charging indicator behavior. It was concluded that the event was attributable to an external power source issue, with no device malfunction identified.